Manufacturer narrative:
(B)(4). Date sent: 6/30/2020. Additional information was requested and the following was received: is the white tissue pad completely missing from the clamp arm of the device? Didn't completely missing. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the white tissue pad completely missing from the clamp arm of the device? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the white tissue pad fell off. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.